Event description:
It was reported that the patient passed away due to respiratory failure. The cause of the respiratory failure was not known. The patient reportedly had difficulty breathing, had increased carbon dioxide levels, intubated and the family decided to withdraw care. The death was not considered to be device related and the device reported to operate as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported respiratory failure and patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.